Event description:
Due to implants rptr has become extremelly ill. She had to quit her job because of chronic fatigue and memory loss. She has extreme pain in her joints, migraines, hair loss, tingling in hands and feet, skin blotches, aching muscles, breast pain.